Manufacturer narrative:
(B)(4). On an unknown date in 2014, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, peritoneal dialysis therapy was discontinued due to ¿an infection¿ and the patient was switched to hemodialysis therapy. The patient was recovered from the peritonitis event. No additional information is available.